Event description:
It was reported that the mobile programmer application prompted that an update was needed in order to export reports. After the update it was realized that the mobile programmer application did not auto send the report. Additionally, it was noted that the mobile programmer application did not make the usual noise to prompt the user that it was done, and did not display the page that said that a transmission was complete. It was then advised that the intended application used for the interrogation should have been the remote monitoring mobile application. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.